Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a spinning spiros¿ was noticed to have particulate matter in the fluid path during patient use. The reporter stated ¿they have several complaints (not registered since lack of time, pharmacist) related to preparations of ¿study chemo¿. They notice ¿particles¿ after preparation, also with the ¿study medications¿ that they already prepare for a longer time. The customer is wondering if our chemoclave items could be from any influence¿. The medication involved was perjeta (pertuzumab) vial 420mg/14ml à 420mg verdunnen in 250ml nacl 0.9%. The status of the product at the time of the event was during/after preparation. There was no harm to the patient reported.